Event description:
It was reported that the customer had a hypoglycemic event in the middle of the night 36mg/dl. Customer's wife contacted paramedics; customer was treated with IV at his home. Customer's wife gave him a glucogon shot. Customer stated he didn't have sensor on, because he usually inserts it and starts it in the morning. Customer stated if he had the sensor on before bed, he would have been alerted. Customer stated he could have not eaten enough or over infused, because this event does not happen frequent. The blood glucose reading was 208mg/dl. No additional information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.